Manufacturer narrative:
The closure top was returned for evaluation. The hex drive feature was deformed. Based on the event description, the nature of the failure, and the returned driver, the hex deformation is likely due to the driver being stripped. A review of the DHR did not identify any issues which would have contributed to this event.

Event description:
It was reported that the hexalobe of the two closure tops stripped during surgery while being final tightened. They were both removed and replaced with alternative blockers to complete the procedure without reported patient impacts. The driver was also reported to be worn. However, device evaluation by a zimmer biomet personnel found the tip to be deformed. This is report two of three for this event.

Manufacturer narrative:
UDI number: ni. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3012447612-2019-00337.

Event description:
It was reported that the hexalobe of the two closure tops stripped during surgery while being final tightened. They were both removed and replaced with alternative blockers to complete the procedure without reported patient impacts. This is report two of two for this event.